Manufacturer narrative:
(B)(4). The package lid was folded over and was returned with no blister. It appeared that the package had been sealed properly and then opened. The lid was observed under microscope and the texture of the inner surface was consistent with a sealed package. The complaint could not be verified. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to a procedure, while pulling for cases, the sterile packaging of the trocar was not sealed and is not sterile. Another device was used to complete the procedure. There was no patient involvement. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.